Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic pain ('pelvic/ abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ periods with heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash/skin condition"), cystitis ("bladder infect"), alopecia ("hair loss"), migraine ("migraine/headaches"), skin disorder ("rash/skin condition"), dyspareunia ("dyspareunia;"), fatigue ("fatigue"), abdominal pain upper ("stomach pain") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain ("pelvic/ abdominal pain"), hypersensitivity ("hypersensitivity"), headache ("headaches"), vaginal infection ("vaginal infection") and mood swings ("mood swings"). The patient was treated with surgery (surgical removal of coils; other). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, allergy to metals, hypersensitivity, rash, alopecia, weight increased, migraine, hormone level abnormal, skin disorder, dyspareunia, fatigue and mood swings outcome was unknown, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cystitis, headache, urinary tract infection and vaginal infection had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/symptom. Tubal ligation was done in(B)(6) /2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-mar-2020: pfs received.event: mood swing were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') and pelvic pain ('pelvic/ abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ periods with heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rash/skin condition"), cystitis ("bladder infect"), alopecia ("hair loss"), migraine ("migraine/headaches"), skin disorder ("rash/skin condition"), dyspareunia ("dyspareunia;"), fatigue ("fatigue"), abdominal pain upper ("stomach pain") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced abdominal pain ("pelvic/ abdominal pain"), hypersensitivity ("hypersensitivity"), headache ("headaches") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of coils; other). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, allergy to metals, hypersensitivity, rash, alopecia, weight increased, migraine, hormone level abnormal, skin disorder, dyspareunia and fatigue outcome was unknown, the pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cystitis, headache, urinary tract infection and vaginal infection had resolved and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/symptom. Tubal ligation was done in jul/2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: reporter information was added. New events "abnormal bleeding (vaginal), dyspareunia, fatigue, migration of essure, nickel allergy, headaches, vaginal infection and urinary tract infection" were added. Outcome of events " menorrhagia and pelvic pain, bladder infection" was updated". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), cystitis ("bladder infect"), alopecia ("hair loss"), migraine ("migraine") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, hypersensitivity, rash, cystitis, alopecia, weight increased, migraine, hormone level abnormal and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary prob, other injuries/symptom. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Injury nos replaced with new events. Added event dysmenorrhea (cramping),pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition,bladder infect., hair loss, weight gain, migraine, hormonal changes. Updated outcome of events pelvic pain, abdominal pain and dysmenorrhoea from unknown to recovered/resolved. Lab data was added, reporter's information was updated. Date of insertion was updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.